Manufacturer narrative:
This is one of two event (cardiovascular and death) reported for the same pt involving two separate products; associated MDR #s 1225714-2013-02942, 1225714-2013-02943, 1225714-2013-02944.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008, after use of the product.